Event description:
It was reported that the left ventricular (lv) lead dislodged while slitting the sheath during the implant procedure. The physician decided to position the lead in another vessel; however, the thresholds were unsatisfactory during placement. Another vessel was chosen and the lead was positioned. The lead dislodged after fixation. Finally, the physician used a reverse implanting technique to fixate the lead in the target position. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned for analysis. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.